Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/25/2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed.

Event description:
It was reported that the ventilator's touchscreen failed. It is unknown if the ventilator was being used on a patient at the time that the touchscreen failure was discovered, however, there was no patient harm.

Manufacturer narrative:
Date received by manufacturer: 15oct2019. Date of report: 22oct2019. Previously unknown, the incident was confirmed to have taken place out of patient use. The touchscreen failure was identified during routine testing. Therefore, there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's touchscreen failed. There was no patient involvement.